Event description:
Epidural was placed. Anesthesiologist administered test dose and it was noted that the catheter had a leak in it. Medication did not reach the patient. This catheter had to be removed and a new epidural had to be inserted.